Event description:
Respond edge study it was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was not on a prior regimen of aspirin and antiplatelet medication other than aspirin at the time of index procedure. The subject received a loading dose of 300 mg aspirin. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon aortic valvuloplasty (bav) with subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location. The subject was noted with atrial fibrillation during index procedure. Post procedure event summary: one day post index procedure, the subject developed left bundle branch block. Of note, no new conduction disturbance was noted post bav.

Manufacturer narrative:
A1: patient identifier: (B)(6). E1- initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was not on a prior regimen of aspirin and antiplatelet medication other than aspirin at the time of index procedure. The subject received a loading dose of 300 mg aspirin. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon aortic valvuloplasty (bav) with subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location. The subject was noted with atrial fibrillation during index procedure. Post procedure event summary: one day post index procedure, the subject developed left bundle branch block. Of note, no new conduction disturbance was noted post bav.